Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection with the unaided eye confirmed that a tube had been cracked and almost separated from the joint with the venous blood port of the reservoir. From this, it was presumed that leak occurred at this point. The crack surface of the tube was inspected under a magnification and electron microscope. It was found smooth with streaky pattern, which inferred that the crack may have caused due to having been exposed to a momentary impact load. There was not any foreign substance or air embedded in the material, which could be a trigger of the crack. The sampling line tube of the actual sample was cut, and the cross-section was inspected under magnification. The wall thickness was confirmed even. The outside and inside diameters of the tube were measured. Compared to the current product sample, no difference in the measured values was confirmed. Simulation test/low-temperature fragility: it is known from our experiences that a fracture of tubing similar to that observed on the actual sample may occur when the product in a low-temperature condition is subjected to a momentaneous shock load. Based on this, a crack surface of a tube, which was broken by a product having been cooled and then exposed to a momentary impact load, was checked under an electron microscope. The state of crack surface was found similar to that of the actual sample. The test condition was set discretionarily. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the cause of the leak was thought to be that the tube linked to the venous blood port of the reservoir was cracked at the connection with the port. Based on the condition of the crack surface of the actual sample as received and the results of the simulation test, the following factors were considered as possible causes of the crack of the tube. The product was cooled under low temperature environment during transportation or storage in the cold season, and the product in that cooled state was exposed to strong impact load during being handled, which resulted in the crack of the tube. From the available information, however, the exact timing of occurrence could not be determined. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. Whilst priming it was noted that there was a leak coming from the circuit. Upon closer inspection, it became clear that the sampling manifold tubing interface with the venous reservoir was loose, and as far as it could be seen, it was not bonded properly. An attempt was not made to rectify the issue as it did not appear to be something that could safely be remedied. They therefore choose to change out the reservoir for a replacement from another tubing pack. The patient was not harmed. The procedure outcome was not reported.